Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had blank display on insulin pump. The customer¿s blood glucose level was unknown.the customer reported display flashing or solid white. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the entire lcd display was white with some black vertical lines. The device was unable to display text whatsoever. Per visual examination there were multiple cracks in the circuitry located at both sides of the lcd controller and below the lcd screen itself. Unable to perform displacement, or sleep current measurement, active current measurement, and self tests due to the cracked areas.